Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the low 40-50's mg/dl. The customer treated with food. The customer's current blood glucose is 150 mg/dl. The customer reported lost sensor 5 times and sensor error. The customer was unable to troubleshoot during time of call.